Manufacturer narrative:
Based on the claim against the product by the customer noting the generator would stop during firing energy and a message to contact customer service would pop up issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and ready for use. Isi did receive a da vinci product to perform failure analysis. The vio iesu was analyzed and found to replicate error m-02-03 displayed during boot up. The unit would be returned to original equipment manufacturer (OEM) for repair. The complaint regarding the vio iesu issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to component problem. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) had persistent errors and was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had an issue with the generator. The customer stated that the vio integrated electrosurgical generator unit (iesu) would stop during firing energy and a message to contact customer service would pop up. The tse reviewed the live logs and verified reports. The customer stated that prior to calling in they power cycled the iesu, the system, and changed out their monopolar and bipolar cables. The procedure was continuing as planned with no reported injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the customer confirmed the procedure was completed with the same generator. The ports were placed prior to the issue being identified. The functionality was checked upon powering on the system. The system initially powered on without any issues.